Event description:
It was reported that a flogard infusion pump presented the f-66 alarm. There was no patient involvement reported. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. The device was visually inspected and functionally tested. A review of the alarm log identified an occurrence of the f-66 alarm, which confirmed the reported condition. The cause of the f-66 alarm was determined to be damage to the printed circuit board assembly. The referenced device has been removed from service and another device was sent to the customer. Should additional relevant information become available, a supplemental report will be submitted.